Event description:
It was reported that a spectrum pump displayed keypad anomalies (ex when the 4th soft key is selected, the 3rd soft key is entered). It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received but was not able to evaluate the device. When the eval is complete, a supplemental report will be submitted.